Event description:
Account alleged that the siderail will not latch. Customer stated that it just drops after it is raised.

Manufacturer narrative:
Technician found left side siderail latch would not catch properly, tech lubricated latch assy. Siderail worked properly after lubrication. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.